Manufacturer narrative:
Additional information has been requested to investigate the patient's death. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Type ii endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient underwent emergent endovascular repair of an impending aneurysm rupture of the descending thoracic aorta using conformable gore tag thoracic endoprosthesis (tgu313120j/13529865). A delivery catheter was advanced to an intended position through a 20fr introducer sheath. While the tgu313120j was being deployed, it started to shrink almost to the original size once, and it was then fully deployed from proximal end to the distal end. An intra-procedure angiography revealed that the tgu313120j was deployed successfully without endoleaks present, and the patient was next implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported by the physician that a deployment line was pulled slowly and normally and no resistance was met. After all the stent grafts were implanted, the patient was transferred back to an intensive care unit for recovery. After several hours, the patient got suddenly worse and expired. Reportedly, a possible cause of death would be recurrent aneurysm rupture that was caused by a type ii endoleak.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent emergent endovascular repair of an impending aneurysm rupture of the descending thoracic aorta using conformable gore® tag® thoracic endoprosthesis (tgu313120j/13529865). A delivery catheter was advanced to an intended position through a 20fr introducer sheath. While the tgu313120j was being deployed, it started to shrink almost to the original size once, and it was then fully deployed from proximal end to the distal end. An intra-procedure angiography revealed that the tgu313120j was deployed successfully without endoleaks present, and the patient was next implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. After all the stent grafts were implanted, the patient was transferred back to an intensive care unit for recovery. After several hours, the patient got suddenly worse and expired. It was reported by the physician that a deployment line was pulled slowly and normally and no resistance was met. Regarding the patient¿s death, endoleaks were not present after the tgu313120j was implanted, and a possible cause of death could be aneurysm being ruptured again. However, as an autopsy was not performed, the cause of death cannot be identified. Additional information has been requested to a clinical specialist.